Event description:
A malfunction alarm was reported, displaying a code of malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and was instructed to contact technical support if the malfunction code appeared again, which the customer acknowledged and understood.